Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5117441/5146885.

Event description:
It was reported that the patient had inadequate stimulation and underwent an explant procedure. All components were explanted and were not returned.